Event description:
A customer reported to baxter (B)(4) of an administration set that had a missing slide clamp that was noticed before usage. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review verified that 4320 units were packed for this lot number. - all microbiologic and chemical tests were found to be satisfactory. - no deviation reported/observed during manufacturing or release related to this occurrence. This batch number was released in accordance with specification and was properly approved on all the applicable tests performed. There is no similar complaint registered for this lot number. Baxter will continue to monitor similar reports to determine if further actions are required.